Event description:
A customer reported an incident where their blood glucose level was indicated as to be between 559 mg/dl to over 600 mg/dl to displayed as ¿high,¿ but no specific value was known. The customer managed the situation by administering a correction bolus using their pump and was advised to inspect the infusion site, but they chose not to remove the infusion set at the time of the call. No issues were reported with previous supplies.